Event description:
The customer reported that the system was mixing patient images (data mix). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard disk drive was replaced and the system software was reloaded. The system was tested and found to be working as intended and returned to service.